Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated cardiac compass data was missing/invalid. (B)(4).

Event description:
It was reported that the supra ventricular tachycardia (svt) episodes indicated ¿cannot find the episode, it may no longer be stored in the device¿ and the data collection report indicates ¿invalid data.¿ it was also reported that there was a question on device longevity estimation. The device remains in use. No patient complications have been reported as a result of this event.